Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options with the reporter. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service.